Manufacturer narrative:
(B)(4). The customer reported that a high priority alarm (audible only) is silenced without user interaction. No patient harm was reported. Patient harm is possible should the clinician not be alerted to a change outside of the patient's preconfigured parameters. However, the alarm remains displayed on the monitor's screen to alert the clinician. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a high priority alarm (audible only) is silenced without user interaction. No patient harm was reported.